Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin leaked around the o-ring area on multiple cartridges. The customer successfully loaded a new cartridge. There was no impact to the customer's blood glucose level.